Manufacturer narrative:
(B)(4). It has been reported that the device will not be returned for evaluation. A lot number has been provided. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that the malis tube set was contaminated. Black debris was found inside of the sterile pouch. No further information was provided by the hospital. The product will not be returned to your site.

Manufacturer narrative:
Corrected field: device available for evaluation? It was previously reported that the device would not be returned for evaluation. It was later communicated the device would be provided. A review of manufacturing records found no discrepancies when the device was released to stock. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
The integrated tube/cord set unitized p/n 80-1189; lot # hd6248, was not received in the original packaged condition (had been removed from the package), therefore it is not possible to verfiy if the tube set was contaminated. Visual evaluation of the tube set revealed no contamination. A review of manufacturing records found no anomalies. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.